Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over (B)(6). (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a membranous urethroplasty procedure performed on (B)(6) 2015. According to the complainant, during the procedure and inside the patient, the needle carrier extended to some degree but would not retract back to the capio head. The procedure was completed with another capio slim device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual analysis of the returned capio slim revealed that the device has the cage damage and the flanged spring tube bent. Functional analysis showed that the carrier was actuated three times and it extended without any problem. Also, it was actuated (deployed) three times with the suture and the needle entered in the slot. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that the failure found was probably caused due to the device manipulation during the procedure; however, due to anatomical/procedural factors encountered during the procedure, performance was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a membranous urethroplasty procedure performed on (B)(6) 2015. According to the complainant, during the procedure and inside the patient, the needle carrier extended to some degree but would not retract back to the capio head. The procedure was completed with another capio slim device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.